Event description:
It was reported during preparation for a coronary angioplasty treatment procedure, stent damage occurred. This 28x3.00 omega stent was selected; however, during removal of the protective cover, which covers the stent it was observed that it was stuck to the "stem". The withdrawal of the protective cover occurred and the mesh became deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved u.s...

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the balloon was tightly folded with the stent secure on the balloon. Majority of the struts located in the center and distal portions of the stent were bent, flared and stretched. Inspection of the remainder of the device presented no other damage or irregularities. The inner diameter (ID) of the protector tubing was measured and met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported during preparation for a coronary angioplasty treatment procedure, stent damage occurred. This 28x3.00 omega stent was selected; however, during removal of the protective cover, which covers the stent it was observed that it was stuck to the "stem". The withdrawal of the protective cover occurred and the mesh became deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).